Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been having speed drops to as low as 5200 rotations per minute (rpm). Their set speed was 5800 rpm. The patient was being discharged from the hospital after being treated for hypovolemia.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files could not confirm the reported low speed events. A specific cause for these events could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of hypovolemia could not be conclusively determined through this evaluation. The controller event log file contained data from 23aug2022 that primarily consisted of pulsatility index (pi) events. The controller periodic log file contained data from 12aug2022 through 23aug2022. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. Of note, in order to create a pulse that mimics native cardiac contractility, the heartmate 3 pump varies its speed 2000 revolutions per minute (rpm) above and 2000 rpm below the set speed 30 times per minute. Pi events also cause the pump speed to decrease to the low speed limit, per design, and slowly ramp back up. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists the adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 1 along with section 6, ¿patient care and management¿, outline all pump parameters, including pump speed. Section 1 also notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 rpm above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. This IFU also explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. It is also noted that the system monitor displays the pump speed in revolutions per minute (rpm). This value matches the actual speed within ±100 rpm under nominal conditions. The IFU also warns that the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. The heartmate 3 lvas patient handbook, rev. C, is also currently available. This document cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.